Event description:
It was reported that after a da vinci-assisted low anterior resection (lar) surgical procedure, the fenestrated bipolar forceps instrument had a broken or loose cable. The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage to the conductor wire's insulation at the yaw pulley. There was no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Thermal damage was observed near the conductor wire at the yaw pulley. Components adjacent to the damaged wire insulation showed damage. The complaint was confirmed by failure analysis.